Event description:
Title: baxter pca tubing crimping. Over the past 7 months, facility has documented at least 10 incidents involving the baxter apii pca [patient controlled analgesia] pumps. In each case, the pump appeared to be delivering the prescribed medication as ordered. However, the patient was actually not receiving any medication [and therefore, did not receive adequate pain relief.] Upon opening the pump, the section of tubing that was aligned next to the peristaltic fingers was crushed or "crimped" preventing any medication from flowing through the tubing. [The peristaltic mechanism was crimping the tubing regardless of the tubing lot number.] The pump history indicated the patient had received the basal [rate], if ordered, and each demand dose. However, the bag of narcotic was full. Baxter states they have had no other facility report this problem and also states they have been unable to duplicate the problem in their laboratory. However, despite switching tubing lot numbers and [the manufacturer] replacing the ap-ii pumps currently in use with "refurbished pumps", the problem persisted, [although not as severe. The manufacturer encouraged the facility to purchase the new baxter I pump which the site finally had to do as the problem never resolved. Thirty of the new baxter I pumps were purchased. Unfortunately, the new pumps were doing the exact same thing. There were three occurrences in 2003. The only common threads the site uncovered were that in each of the three incidents, the drug used was morphine and the failure occurred only when the pump was in the "pca" mode only with no continuous basal rate.] No user issues have been identified despite thorough review. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.